Event description:
On (B)(6) 2025 surgery left cataract extraction with intraocular lens implant. On (B)(6) 2025 acute endophthalmitis/tass left eye diagnosed. Patient referred to and treated by retina specialist. Endophthalmitis/tass responded quickly to pred forte and ofloxacin eye drops. No other intervention required.